Event description:
Litigation alleges that the patient suffers from extreme pain, toxic cobalt chromium metal ions to be released into the blood, tissue and bone surround the implant, rashes, popping, discomfort, inflammation, numbness and sensitivity in her hip, thigh, and groin.

Manufacturer narrative:
Additional info: catalog and lot #. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.